Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: phone.

Event description:
Customer reporting 2 potential false positive sars and flu b results (dual positive result). No conflicting results exist and no confirmation testing was performed, the customer just feels the result are not valid. Symptomatic status of the patients is unknown. Report 2 of 2 (flu b).